Event description:
Baxter IV pump alarmed stating system error infusion will continue until stopped. Occlusion can no longer be detected. Restart the pump. If alarm repeats: send for service. Manufacturer response for baxter IV pump, unknown (per site reporter). Based on the logs of the pump sent to baxter for review, phone support indicated the set may not have been installed correctly.